Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Device returned and not reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: too much sealing oil on the inner side of the air valve unit, flickers at the edge of the image's upper side, screen becomes noised and horizontal stripes. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had the image blackout. The issue was found during installation of the device. There were no reports of patient harm.